Manufacturer narrative:
H.6. Results code 2 updated. H.6. Results code 2: code 213 - the device was returned for evaluation. The engineering evaluation showed the following: a visual inspection revealed that the lock pin was dislodged from the leading olive. Approximately 5mm of the lock pin was exposed. No other abnormalities were found. Based on the findings from the evaluation, the physician¿s observation that the pin of the constraining system was protruding was confirmed. The likely cause for the protruding wire could not be confirmed with the information available. H.6. Conclusions code 1 updated.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® dryseal flex introducer sheaths. The gore® excluder® aaa trunk-ipsilateral leg component was inserted into the valve of the 18fr. Gore® dryseal flex introducer sheath. It was reported that the introducer sheath valve became damaged. The trunk-ipsilateral leg component had only been advanced through the introducer sheath valve, and had not yet entered the patient. No blood loss was reported in relation to the damaged introducer sheath. The trunk-ipsilateral leg component and the introducer sheath were removed. It was noted that the lock pin was protruding from the leading end of the trunk-ipsilateral leg component. The physician stated that the device could have been inserted if the lock pin had been pushed down, however there was concern with the possibility of the lock pin piercing a blood vessel. Therefore, the physician opted to use a new trunk-ipsilateral leg component, and a new 18fr. Gore® dryseal flex introducer sheath to complete the procedure. The patient tolerated the procedure.